Event description:
A patient underwent an elective procedure to a non-tortous mid lad. The denovo, 10mm, type a lesion was not calcified or tortuous. The target site was not predilated. A 2.5x18mm cypher stent was implanted at 14 atms for 70 seconds. Postdilation and ivus were not conducted. There was untreated disease (50% stenosis) distal to the implanted cypher, but it was not treated. Per the reporter, a spasm or and accordioning of the lesion prevented the physician from treating the disease. Timi flow pre and post procedure was three; residual stenosis was 0%. Four days later, the patient experienced chest pain. Coronary angiography was not conducted. A thrombolytic agent was administered to treat the sat, and the patient's chest pain disappeared. Per report, the procedure was completed.